Event description:
The customer reported being hospitalized due to low blood glucose of 31 mg/dl while wearing the sensor, but did not alarm. The customer stated that she was at the hospital for one night, and the doctor was not sure what caused her glucose level to drop. The customer stated that her blood glucose has been fine since the insulin pump was replaced due to a crack on the screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.